Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that inspection of the power supply board found two (2) resistors thermally damaged. The damaged resistors were the result of excessive electrical current. A field service engineer confirmed the medstation would not power on and confirmed 1207 ac was coming into the station, but the device would not turn. The field service engineer replaced the power supply module and tested it. The medstation was powered on successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station unexpectedly displayed a black screen. The customer reported that they rebooted the station, but the screen was still black. It seemed there was no power on the screen. There were no adverse events or injuries reported based on this incident.